Manufacturer narrative:
Pump was received with blank display. Unable to determine the root cause, problem isolated to electronic assembly on pcb 2. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was broken in a motorcycle accident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.